Event description:
Unit abruptly shut off twice during procedure, causing screen to go black and irrigation to stop. Chamber collapsed with phaco instrument in eye; instrument was withdrawn. Machine was restarted. No intervention required. Prognosis reported as good; vision slowly improving, but central corneal striae persists.